Event description:
It was reported that the monitor on the 9600 system failed during a case. The 9600 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fast scan converter board was replaced during the service call. The system was tested and found to be working as intended and put back into service.